Manufacturer narrative:
Possible cause could not be determine due to product has not been returned for detailed analysis.

Event description:
It was reported that device was interrogated because of suspected premature battery depletion. Device battery longevity has decrease 3 years in about a year of usage. Engineering reviewed the save to disk data and determine that there was a increase of power usage due to right ventricular (rv) lead pacing percentage. Based on that, device's battery is depleting normally. Device remains in service. No adverse patient effects were reported.